Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested and the following was obtained: it was reported that the mesh layered. Please clarify, what was the difficulty with the device, for example did the device seem to pliable not rigid enough or was there a hole in the mesh? The device split into two layers or more. Can't combine together well. Did the device lose integrity when the surgeon was attempting to implant ie holes, disintegrating, falling apart? Fall apart. It was reported that the mesh (pcdg1) was removed and replaced. Did this occur under the same procedure intraoperative? Yes. Confirm that the patient did not have to undergo a second procedure that this all occurred during the initial procedure (ipom)? Yes. Ipom was laparoscopic, did this difficulty result in having to transition to an open procedure? No, just prolonged operation time of initial procedure. Status of device return? Tracking number? The sample has been sent on 25-apr-2019 with awb: (B)(4). Evaluation: an opened foil with a used mesh were returned for analysis. During visual inspection of the used sample, it had begun with the degradation process and delamination was observed. Also, body fluids were found on the mesh. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, it could not be determined what may have caused the reported incident.

Event description:
It was reported that a patient underwent a lap hernia repair procedure on (B)(6) 2019 and the mesh was implanted. It was reported that the mesh layered in abdomen in ipom. The device fell apart, split into two, and couldn¿t combine together well so it was removed from the patient. The procedure was completed with umt1 product and manual stitch. Upon inspection of the returned sample, it was found that the device had begun with the degradation process and delamination was observed. There were no adverse patient consequences reported.